Manufacturer narrative:
We, the manufacturer of the device, via our us importer were unable to investigate any further due to the fact that the report mw5107794 because the patient was unresponsive. In fact the us importer made several attempts to contact the patient by phone in order to gather information about the device and the event but she never responded to any of the calls. Voicemail were left but no response was ever received. Moreover the mw5107794 did not report any information about the device (serial number, part number) nor any information about the site where the event took place. Based on that and the fact that any further investigation resulted impossible. That said, no conclusion has been possible to be made. No remedial action required - investigation on the event resulted impossible, based on the available information. Anyway, in case of new information will be made available for this case a follow-up to this report will be submitted in a timely manner. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
On march the 24th 2022, el. En. Elecrtonic engineering spa became aware of an adverse event, reported by the us agent (B)(4); that received a communication from the FDA concerning and adverse event happened to a patient reported on the medwatch system. The patient reported to the FDA (medwatch report #mw5107794), on (B)(6) 2022, an adverse event happened to her following monalisa touch treatment performed in date (B)(6) 2022. The actual medical device involved in this event was not identified by the patient in the medwatch report. Anyway the patient reported her phone number on the report mw5107794 which has been used to perform the investigation on this event. In the medwatch report mw5107794 it is reported that the patient felt irritation during the procedure on the vaginal canal and labia. The physician who performed the treatment reassured the patient that this feeling is normal also for a few hours following the treatment. Despite that the patient reported to still have discomfort, irritation and pain despite being passed several days since the treatment. Moreover in the report is reported that the patient reported first degree burns and was prescribed with aquaphor, steroidal cream and colloidal silver; despite that she has not reported any relief. The patient did not report any information relative to the device involved in the event. Anyway the only two devices that can perform the monalisa touch treatment are the smartxide2 and smartxide touch and both are manufactured by el.en. Electronic engineering spa and marketed in the united states with 510(k) number k133895. We, the manufacturer of the device, requested the cooperation of our us importer (B)(6) company located in (B)(4), for the investigation on this case. (B)(6) also represents us distributor and service center for el.en. Electronic engineering spa medical devices. (B)(6) evaluated the event as reportable because they assumed the lesions to be a serious injury (on the side of caution) and submitted its own MDR report #(B)(4) in date (B)(6) 2022 as importer of the device. We, the manufacturer of device, became aware of the event on march the 24th, 2022 by email from the us agent and, according to 21 cfr part 803.50(2), submitted to FDA an own MDR report in order to submit additional information form the report submitted by the us importer. Moreover, we evaluated the event reportable because we have assumed the lesions to be a serious injury (on the side of caution).